Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all samples passed 100% inflation and deflation. Only 150mm of the foley catheter shaft return for analysis. Visually inspect the returned segment revealed clamping mark on the shaft. The balloon was torn as a result of puncture process to remove the catheter from patient. No other abnormality observed. A monofilament was inserted via the inflation lumen. Restriction was felt at approximate 10mm measured from the cutting edge, where the clamping mark observed. Therefore, monofilament not able to pass the inflation channel. Using high magnification camera, the area was magnified. The result shows there was dented mark on the shaft. The dented mark had causes the balloon difficult to deflate. Based on the reported complaint, the event was detected during deflation upon removal procedure. The clamp mark indicates a clamping type object has been pressed too hard on the shaft. Thus, it creates indentation. From the complaint description, leaking of urine detected in the patient diapers. Incompatible size, bladder spasm or wrong selection of catheter size other remarks: may also contribute to the leakage of urine. The outer diameter of the same catheter was measured. The result is 3.25mm which is within specification for the size 8fr and meet the complaint size. Based on the investigation conducted, the lumen was found dented at l10mm measured from edge of cut position at the shaft. Review on the manufacturing process, all the products undergoes 100% inspection including inflation, deflation and 30 minutes leak test. During this process, any defective products noticed will be culled out before the packaging process. Only products that passed all these tests will be packed and sent to customer. Incompatible size, bladder spasm or wrong selection of catheter size may also contribute to the leakage of urine. In this case the outer diameter of the catheter measured as 3.25mm which is within specification for the size 8fr and meet the complaint size. Therefore, the complaint is not confirmed.

Event description:
Issue reported: boy, (B)(6) year old, arrived at the hospital with septic shock. The situation was stabilized and a catheter was placed according record. A cuff test was performed by inflation with air before introduction of the catheter. At the moment to introduce the catheter the same progressed normally, catheter of latex, putting 4ml of distilled water. Placed the catheter on saturday and on monday they noted that there was leakage of urine on diaper when they went change the diaper. They tried to deflate the cuff and it was not presented with reflux. The syringe had resistance to pulling the piston so it was cut with medical orientation to verify if the same was without air. They inserted a needle 40x12 to try to withdraw the possible air from the balloon, but the attempt was unsuccessful. They took the patient to ultrasound where they noted the balloon was in the bladder floating and it was inflated. After several attempts to deflate the cuff they called a surgeon who performed a supra pubic puncture guided by ultrasound to burst the balloon.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
Issue reported: boy, (B)(6) year old, arrived at the hospital with septic shock. The situation was stabilized and a catheter was placed according record. A cuff test was performed by inflation with air before introduction of the catheter. At the moment to introduce the catheter the same progressed normally, catheter of latex, putting 4ml of distilled water. Placed the catheter on saturday and on monday they noted that there was leakage of urine on diaper when they went change the diaper. They tried to deflate the cuff and it was not presented with reflux. The syringe had resistance to pulling the piston so it was cut with medical orientation to verify if the same was without air. They inserted a needle 40x12 to try to withdraw the possible air from the balloon, but the attempt was unsuccessful. They took the patient to ultrasound where they noted the balloon was in the bladder floating and it was inflated. After several attempts to deflate the cuff they called a surgeon who performed a supra pubic puncture guided by ultrasound to burst the balloon.